Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 600s range (mg/dl). The customer decided to go to the hospital, as bg level had not lowered, despite taking a manual injection of insulin and drinking fluids. Prior to going to the hospital, the customer noticed that the cartridge had been leaking, therefore the cartridge was changed out. While hospitalized, the customer was given nitroglycerine and fluids. The customer was released from hospitalization on (B)(6) 2015.